Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, the patient experienced pain, disability, impairment, and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.